Manufacturer narrative:
Follow-up #1: date of submission 09-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: a review of the pump history showed the last delivered bolus was a 5 unit normal bolus. The pump history showed the pump was manually suspended and manually resumed. The pump was run for 24 hours at a 2 unit per hour basal rate, and at the end of testing the basal history correctly showed 2 units, and the total daily doses showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No alarms or delivery interruptions occurred during testing. The history settings issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 700 mg/dl. The patient was reportedly admitted to the hospital with a diagnosis of diabetic ketoacidosis. The reporter alleged the patient did not get insulin the prior day. The reporter stated they did not know what the cause of the high blood glucose was and did not have the insulin pump available to participate in troubleshooting with animas customer support. The reporter stated they would call back when the pump was available. Animas customer support made several attempts to contact the reporter back to complete troubleshooting; however, the reporter did not respond. No further information is available. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy. The pump could not be ruled out as a contributing factor. If additional information becomes available, this complaint will be updated accordingly.